Event description:
It was reported that the fill line on the bd vacutainer® citrate blood collection tube was found to have been printed in a "different position" than normal before use. The following information was provided by the initial reporter, translated from japanese to english: "the fill line printed at different position from usual."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the fill line on the bd vacutainer® citrate blood collection tube was found to have been printed in a "different position" than normal before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the fill line printed at different position from usual."